Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) indicated that the probe wash cup leaks. He found rinse cup worn, and making a poor seal to blood sampling valve probe. The poor seal allowed a loss of vacuum and erratic drain of diluent from rinse cup. Minimal drops were left on the probe. He adjusted the primary aspiration, and completed system verification. The leak was resolved by installing new rinse cup, and adjusting cup position on probe. (B)(4).

Event description:
Customer reported a leak when using the coulter® lh 500 hematology analyzer. The leak was described as diluent dripping from the rinse block on the manual mode of the instrument. The liquid (0.5 ml) dripped down into drip tray as well as onto table top. The operator was wearing personal protective equipment of lab coat, eye glasses, and gloves when the leak was identified. There was no exposure to mucous membranes or cuts. There was no biohazard exposure reported. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.